Event description:
It was reported that the table locks did not actuate, causing the tabletop to move in two axes without resistance. There was no injury reported. This situation could potentially contribute to a serious injury if a patient were to become unsteady and fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found a faulty switch mechanism that constantly sent a lock release command. The fe adjusted the switch mechanism and verified that the table locks were performing within specifications.